Event description:
A male patient who now has one wallstent and three palmaz stents that have migrated in the aorta. The patient was stented by another physician 5 yrs ago for an unspecified narrowing of the aorta. Reportedly, the narrowing was resolved and the aorta assumed its normal caliber, thus creating a situation for the stents to migrate. One of the three palmaz stents is now situated perpendicularly in the aorta. On x-ray, one would be looking down the barrel of the stent. The stent has also torn into the aorta. Given the patient's age, open surgery is not viable. The physician is planning to perform a percutaneous intervention next week in an effort to reposition the stent.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.